Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 80-100mg/dl. Verified the strips expire 05/15/2018. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: 1:260mg/dl (B)(6) 2015 08:29:00 am fasting:yes. 2:147mg/dl (B)(6) 2015 08:29:00 am fasting:yes. 3:155mg/dl (B)(6) 2015 07:29:00 am fasting:yes. 4:220mg/dl (B)(6) 2015 07:18:00 pm fasting:yes. 5:173mg/dl (B)(6) 2015 10:02:00 pm fasting:yes. Customers concern:260mg/dl, 147mg/dl,155mg/dl,220mg/dl,173mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 80-100mg/dl. Verified the strips expire 05/15/2018. Customer confirms the strips are stored in the bathroom and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 260mg/dl, 147mg/dl,155mg/dl,220mg/dl,173mg/dl. No adverse event reported.